Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump received broken reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump has a chip in the case and the reservoir cannot stay tight in the compartment. Customer does not recall any significant events leading to the error. Customer's blood glucose was 300 mg/dl unknown at the time of incident. Troubleshooting was done for damage but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.